Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low battery alert prior to the replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit received with blank display. Unable to perform sleep current measurement, active current measurement, and selftest, the p-cap locks properly into the reservoir compartment. The battery tube was shifted down causing the battery to make a complete connection with the battery cap. The pump was cut open and found corrosion on the motor assembly, force sensor assembly, and pcba 1; moisture damage was found on pcba 2 noted during visual inspection. The following were noted during visual inspection: minor scratched lcd window, peeling display window cover, pillowing keypad overlay, cracked select button on keypad overlay, peeling keypad overlay, cracked battery tube threads, cracked case at belt clip rail corner, stained serial number label, and scratched case. Low battery alarm or short battery life were confirmed during analysis and the trace/history files did not have data on the event date or seven days prior. Unable to verify multiple battery replace alerts, batter loss anomalies, and charge/battery lasts less than expected due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.